Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was alerting when they were attaching it to the tubing and is intermittent. Audible tones were present. The device was not changed out, as the customer continued to use the device with no incident. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in process, but not yet completed.